Manufacturer narrative:
Based on the investigation findings, it could be concluded that the reported deviation from IFU led/contributed to the contamination event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action has been issued in march 2019.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Through follow-up communication with the customer, livanova learned that both hydrogen peroxide and water into the device is changed once a week, the disinfection process with sodium hypochlorite is not done every two weeks and vacuum is not used due to hospital restrictions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. In detail, the customer sampled the coupler connection, cultured it, and the results showed 3+ and 30 colonies. There is no report of patient injury.

Manufacturer narrative:
H11 : through follow-up communications, livanova learned that the medical institution has acknowledged that the event occurred due to improper device maintenance, specifically not following the instructions for use (IFU). Reportedly, the responsible person has been replaced and appropriate maintenance procedures are now being implemented. Although weekly water changes and hydrogen peroxide treatments were consistently performed, disinfection with sodium hypochlorite was not carried out every two weeks as required. The hospital did not use reusable blankets. Water quality monitoring and daily checks of hydrogen peroxide, as prescribed by the IFU, were not performed. When the device was not in use, it remained filled with water rather than being drained, and hydrogen peroxide checks were not conducted during periods of non-use, such as weekends. However, hydrogen peroxide was added when the water in the tanks was changed every seven days. The 3t aerosol collection set had been replaced after the allowed use period. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.